Manufacturer narrative:
The device was returned to a third party for evaluation. The device evaluation found that the b30 scope communication error occurred when the scope was connected to the processor, and a faulty receptacle was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The third party distributor (on behalf of the customer) reported to olympus, that the video system center had a faulty receptacle and b30 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H3 was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "b30 error" was caused by a defect of the receptacle unit, communication abnormality. Olympus will continue to monitor field performance for this device.